Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion knob was locked and could not be adjusted by the clinical engineer while adjusting the roller pump occlusion. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the subsidiary manufacturing engineering center (mec), they confirmed that the pump's occlusion knob was locked.